Manufacturer narrative:
Other applicable components are: product ID : neu_unknown_lead, serial# unknown, product type: lead.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that the hcp had found patient complaints on several websites. A patient reported that serious adverse events reported included several instances of fractured leads resulting in malfunctioning, misfiring, and in some cases complete blockage of any impulse, thus rendering the device non-functional putting patients at risk for multiple issues. They also noted another common reported adverse event where frequent unexpected "electrical shocks", which were painful, occurred most often in the lower extremities. Many of those left permanent and documented nerve damage. Multiple cases had been reported by patients, some seeking class action lawsuit, "faulty leads" were noted. The patient further reported hundreds of patients now have chronic conditions, as a result of a malfunctioning/faulty lead, as a result of the interstim device. In many cases, the interstim leads fractured resulting in a series of unscheduled "shocks". It was noted that the interstim had been reported hundreds of times to the manufacturer and government bodies on two very popular websites, which has information with endless, detailed, depictions of adverse patient experiences, many with devastating outcomes. The implantable neurostimulator (ins) indications for use were not clear at the time of the report.